Manufacturer narrative:
Omsc investigated the devices and found that the tissue pad of the t3905 was partially peeled off. The manufacturing history of the t3905 was reviewed and found no irregularities. No irregularities were found from the t2h-c and the maj-1121. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; o not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
Olympus received the inquiry from the facility that the ultrasonic surgical system (sonosurg) used by the facility sometimes does not work. The following three devices of the system were returned to olympus medical systems corp. (Omsc). # t3905 (scissors) # t2h-c (transducer) # maj-1121 (cable) omsc investigated these on april 16, 2018. As a result, omsc found that the tissue pad of the t3905 was partially peeled off. This is the report regarding the separation of the tissue pad of the t3905.